Manufacturer narrative:
(B)(4). Concomitant product(s): a 113954 md hybrid glenoid base 4mm 904130; 118001 versa-dial/comp ti std taper 926580; 113042 versa-dial 46x18x53 hum head 681390; 113630 comp primary stem 10mm mini 932080; 110003484 access 3.2mm thd steinmann 9 957650; 405800 comp. Rev shldr 9 in steinmann 898870. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04441.

Event description:
It was reported that the patient underwent revision right shoulder arthroplasty due to glenoid baseplaste disassociation from the regenerex post. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported it was determined that the product did not contributed to the event and hence initial report was submitted in error and needs to be voided.

Event description:
No additional information is available to report at this time.